Event description:
It was reported that the tabletop was difficult to move to the left and while trying to move it, a hospital nurse pinched one of his fingers between the table rails of an innova 3100-iq system. This resulted in a fracture to the right small finger. He saw a hand specialist who put the finger in a hard splint for 4 weeks.

Manufacturer narrative:
Block a: hospital's nurse information was not provided. Initial reporter last name was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.